Event description:
Technician found head section drifts down about 2 degrees per hour.

Manufacturer narrative:
Technician replaced CPR valve to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.